Event description:
The increase in seizures was likely due to the expected loss of therapy from battery depletion. With the available information, no device failure is suspected to have occurred as the vns patient¿s device showed a low battery indication when the patient was experiencing the increase in seizures.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient had been referred for generator replacement due to a low battery warning being seen upon recent device interrogation. The surgeon noted that the patient's parents report that the seizure frequency has been increasing over the past couple of weeks and are now two to three a day or more. The surgeon noted that the patient obtained appreciable benefit from vns and surgery will be scheduled. The patient underwent generator replacement on (B)(6) 2014 due to battery depletion. It was reported that the explanting facility discards explanted devices as per their policy and the generator will not be returned for analysis. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.